Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to reproduce the issue. The diagnostic logs indicated some leak alarms but no tech errors or other error codes were found. No problems were found with the iabp. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) made a hissing sound and had a leaking alarm. No patient harm, serious injury or adverse event was reported.